Event description:
Called to room by pt's family. Blood backing up IV tubing and dripping from hole in tubing. Approx 200 cc blood and fluid on floor. No harm to pt. Alaris check valve two smartsite need free valve ports.